Event description:
Malfunction: laser shuts down. The nurse reported, a system message displayed the last three times the system was used. The system message pops up, the laser shuts down, and approximately 1 minute later, the warning goes off and the laser comes back on. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The connectors between the supervisor and laser were reseated. The system was then tested and met all product specifications. A review of complaints for the system for the last 24 months revealed there has been one additional report, related to the laser however, it was not for the same system message. (B) (4). (B) (4). (B) (4).